Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted with afx devices. A follow up computed tomography (CT) on (B)(6) 2016 showed a type 3 endoleak. There is no report of a secondary intervention or final patient status.

Manufacturer narrative:
At the completion of the investigation, based on the patient information provided, the following was confirmed; endoleak type iiib of the suprarenal proximal extension near the superior stent margin of the main body. Additionally, there was evidence to reasonably support the following observation; near complete occlusion of the proximal right iliac limb by thrombus. The clinical assessment was based on patient images received and no patient medical records. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The devices remain implanted in the patient therefore, no evaluation of the devices were completed. There is not enough information available at this time to determine the root cause of the reported event.